Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. Reportedly, the customer uses trusteel infusion set over 48 hours and uses the same cartridge for over 72 hours, these usages are considered off label pump use.